Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up arrow keypad button 'feels jammed' and requires excessive force to obtain a response. She stated that the up arrow button does not spring back, and that the issue started about a month prior to contacting animas customer support. The patient confirmed that the keypad is intact and that the pump is not exposed to moisture. The patient stated that she wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.